Event description:
The pump was returned for investigation. Investigation revealed a display failure and contamination under key contacts. This report is made based on results of investigation completed on 12/09/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/09/2013 with the following findings: during evaluation, the display screen was observed to be dim and discolored. Additionally, the keypad cover was removed and evidence of contamination was found under all key contacts. The keypad cover had been returned torn. (B)(6).